Event description:
A ventilator was returned to the third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed a test step for active exhalation verification due to the malfunction of the trilogy evo proportional valve and 3 way solenoid valve during testing, and circuit system did not transmit data. The device's proportional valve, 3 way solenoid valve, system board were replaced and blower need to be replaced to address the issue. The device passed all the tests.